Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   A physio-control service representative evaluated the customer's device and was unable to reproduce the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to display an ECG waveform in the paddles lead, after delivering a defibrillation shock to a patient. In this state, the device may not be able to determine the need for defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Downloaded pco file was further reviewed and there is no evidence that the device lost power or that ECG rhythm was unavailable after the one shock that was provided to the patient. It is normal operation for the screen to go black for a couple seconds following defibrillation energy delivery. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to display an ECG waveform in the paddles lead, after delivering a defibrillation shock to a patient. In this state, the device may not be able to determine the need for defibrillation therapy, if it were needed. There was patient involvement in the reported event.